Event description:
According to the reporter, during procedure, the pencil malfunctioned and burn the side of the mouth. Patient inadvertently burned from the metal that was exposed on electrode where it plugs into the bovie pencil. Electrode and generator used along with the pencil were non-medtronic products.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
New information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Additional information: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that use of the device resulted in a burn. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ent (ear, nose, throat) procedure, the pencil malfunctioned and burn the side of the patient's mouth. Patient inadvertently burned from the metal that was exposed on electrode where it plugs into the bovie pencil. The affected area was first treated with a saline soaked gauze then with a silvadene cream. A photograph was received and showed the patient's burn on the mouth was blackened and charred. The procedure was not extended by 30 minutes. Electrode and generator used along with the pencil were non-medtronic products.